Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a peritoneal infection. The cause of peritonitis was due to fungal infection. It was not reported if the patient was hospitalized for the event. The patient was treated with unspecified antibiotic infusion (dose, route, frequency and duration were not reported) for the event. At the time of this report, the patient has not recovered from the event. Pd therapy was withdrawn. No additional information could be provided as the reporter declined follow-up.